Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that the pump felt extremely warm, was observed to have no power and that it was worn in a pouch under an arm; the battery felt warm upon removal and no injury from the pump or battery heat was reported. The reporter stated that the battery was changed and that the pump powered back on with no battery alarms in the history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/03/2014 - device evaluation:the pump and battery have been returned and evaluated by product analysis on 01/20/2014 with the following findings: during evaluation, the battery compartment and battery cap were found to be intact; no damage or evidence of moisture was found. During testing, the pump powered on and was exercised for 24 hours with no overheating occurring. The pump electrical current draws were found to be within the required specifications. The pump cover was removed and no evidence of internal moisture was found. There were no defects found to the power flex or battery connections. There was no evidence of overheating found with the returned battery. The complaint that the pump was overheating was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.